Manufacturer narrative:
Date of the event was estimated. Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins was re-implanted pretty deep due to it trying to come out of her body and up to the skin. The patient stated that it was hurting her so she couldn't use the antenna. The patient clarified that she had never used an antenna regardless of the implant. The patient also noted that she felt like she was holding her urine at times so she increased amplitude when it occurred. The patient confirmed that it occurred all the time but it was not currently occurring. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.